Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. An assessment was performed which determined that the bearings were worn out and the device was getting hot. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings, which is from normal wear and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during engineering evaluation, it was discovered that the attachment device got hot. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.